Event description:
It was reported that on (B)(6) 2026, a 34 mm amplatzer septal occluder was chosen for implant using a non-abbott delivery system. The device was found cobra headed after retracting and redeploying it two times. The deformed device was never released from the delivery cable while inside the patient. The device interacted with the atrial wall during deployment. There was no angulation or kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.